Event description:
It is reported by customer that during the routine daily inspection, the system leaked electricity. After high-voltage discharge through the air, the nurse's forearm was subjected to a high-voltage electric shock, resulting in skin burns. It is said the muscle tone is temporarily impaired and it will take several months to return to the previous level.